Event description:
It was reported that a malfunction alarm occurred on the customer's pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed the specified threshold. Technical support assisted the customer by providing pump reset instructions, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues arose again.